Manufacturer narrative:
Investigation: a used trima set, containing blood, was returned for investigation. It is noted that blood has circulated throughout the set. Additionally, the donor needle was not returned to aid in the investigation. The disposable set was visually evaluated for any mis assembly, leak location, or defect that could have contributed to the reported incident. A blood clot in the filter of the return reservoir was confirmed. All pressure sensors were inspected and determined to be functioning properly. Hemostats and gravity were used to manipulate fluid throughout the set and no fluid flow or line obstruction issues were noted. All witness and wear marks indicate individual loop and channel components were properly loaded. Per the trima accel procedure summary (taps), terumo bct clinical specialist confirmed that the first return cycle had been completed. The procedure was ended due to the multiple draw pressure too low alerts and the clots they observed in the reservoir. The reports also confirmed that the duration of run was 6 minutes and a total of 39 ml of ac was used. The operator selected a double platelet collection at 2:12 pm and immediately received numerous draw pressure too low alarms (21x). The run was terminated without rinse-back. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: a definitive root cause could not be determined. Possible causes include butare not limited to:- ac line from the top of the cassette to the ac bag was pinched behind the cassette plate- ac line from the bottom of the cassette to the inlet manifold was pinched by the armrest of the bed- improper anti-coagulation of the extracorporeal system- the donor's physiology.

Event description:
The customer reported that during a trima collection procedure, they noticed clots in there turn reservoir, and when the operator removed the needle, there was a clot at the venipuncture site. The clot at the needle was discovered when they removed the needle from the donor's arm. Per the customer, the donor was ok and healthy. He had no problems during or postprocedure. The complete patient ID is (B)(6).